Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that when powered on the lcd has lines on the screen. The lcd display is faulty, resulting in a solid white display and intermittently flickers and transitions between different contrast levels and patterns. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that there were some lines on the display. There was no known impact or consequence to patient.